Event description:
It was reported that during an unknown procedure the ¿replace handpiece¿ alert screen was displayed by the generator. Changed to another device to continue the surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2024. D4 batch #: c9d72p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. No functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. Due to the condition of the device returned we were unable to investigated further the event reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion can be made as to why the nose cone got separated.